Event description:
It was reported when the device was used during a high anterior resection, there was a leakage between the staples on the anterior side. The site was stitched with sutures. There was post operative leakage, leading to a re-operation.